Event description:
On (B)(6) 2012, the pt went in for aaa repair. The main body device was deployed infrarenally in relation to the left renal artery (lowest renal artery). The device deployed and opened correctly, however because the neck and artery ostium was sitting in somewhat of an angulated orientation, the most proximal fabric of the stent graft covered the left renal artery ostium. A completion angiogram was done directly after all devices had been deployed and a type 1a endoleak was observed. The physician then made the decision to try and cannulate the covered left renal with a catheter from our groin access. This attempt was unsuccessful, therefore the physician decided to achieve brachial access of the left arm and come at the renal artery from above. Access into the left renal was obtained via a glide wire, with a 7fr x 90cm shuttle sheath and a catheter as support. A balloon expandable stent was then placed within the left renal artery and expanded between the zenith main body forming a "snorkel" configuration to profuse the left renal artery. An aortogram was performed showing left and right renal artery patency, but re-confirming the type 1a endoleak first observed after all devices had been implanted. Lastly, another MFR's stent was introduced and deployed to achieve proximal seal after prior ballooning of our main body. Final angiogram revealed no observed type 1a endoleak. Small lumbar arteries did slowly fill indicating a type ii endoleak. The pt was stable and able to return home the next day.

Manufacturer narrative:
(B)(4) - add'l surgical procedure is listed in the instructions for use. (B)(4) - endoleaks are listed in the instructions for use. The event is still under investigation.